Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h6: imdrf device code a150208 captures the reportable event of entrapment of the device.

Event description:
Note: this report pertains to one of three resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that three resolution 360 clip devices were used in the mucosa during a procedure for polypectomy performed on (B)(6) 2025. During the procedure, the clip was deployed but would not detach from the mucosa, resulting in continued bleeding for the patient and causing the clips to get stuck in the scope. Additionally, the same problem happened on the other two resolution 360 clip devices. The procedure was completed with a different clip device. The patient experienced bleeding and fully recovered. No further information has been obtained despite good-faith efforts